Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during routine check, tightness test was getting failed, expiratory valve assy is defective. Replaced the expiratory valve assy completely, still the problem persists. The received expiratory valve assembly is defective and requesting replacement for same. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11

Event description:
The following was reported to hamiton medical ag: during routine check, tightness test was getting failed, expiratory valve assy is defective. Replaced the expiratory valve assy completely, still the problem persists. The recieved expiratory valve assembly is defective and requesting replacement for same. No patient involvement.